Event description:
Reporter stated customer received the following results on 2 different meters within 1 minute: 18.4 mmol/l (mobile system) and 8.0 mmol/l (aviva system). Customer administered 20 units of novorapid insulin based on the 18.4 mmol/l result. Customer is currently feeling fine. No adverse event reported due to this. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(4).